Event description:
During removal of a pinnacle altrx liner (size 56 x 32mm) we tried to use the pinnacle polyethylene extractor (as detailed above). The liner was being revised to a constrained liner as the patient was a recurrent dislocator. The polyethylene extractor instrument was not able to remove the altrx liner, as it would not grip the liner tight enough, therefore the teeth would not engage into the liner to enable removal.

Manufacturer narrative:
Following review by bioengineering, confirmation was received that: design validation activity (dva-106779-dvar) performed recently showed that extractor instrument was able to extract 40x56 size liner, which is thinner than 32x56. This study results does not show a concern of poly liner extractor tool functioning with thin poly liners. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be provided, then the complaint shall be investigated further.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.